Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient¿s daughter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), when compared with a laboratory result using an unknown method. At 3:00 p.m. The patient tested on the meter with a result of 3.8 inr. The patient tested on the meter again using a new finger with a result of 3.9 inr. At 4:00 p.m. The laboratory result was 2.9 inr. The patient believed the lab result to be correct. The patient¿s therapeutic range is 1.7 - 2.2 inr. No adverse event occurred. No treatment was needed and the patient¿s warfarin dose was not changed. The patient's condition is listed as "normal." The patient had no symptoms of bleeding or bruising and has not been ill recently. The patient is not anemic or on heparin, has a normal hematocrit and not on any new medications with no change to their warfarin dose. The patient has no antiphospholipid antibodies and is not on direct thrombin inhibitors and had no change to their diet. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29494221) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.